Event description:
The ansm reported the following event: "unable to fully impact the 10° retentive insert, there was a persistent "gap" between the insert and the perform stem. On removal, it became apparent that the metal ring had shifted to the right. During the impaction procedure. What measures/actions were taken to complete the procedure? The surgeon changed the humeral stem (from a 4-short stem to a 4+-long stem) and the insert (from a 10° retentive ¾ 0 insert to a symmetrical retentive ¾ 0 insert)."

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided the investigation report will be reassessed.

Event description:
The ansm reported the following event: "unable to fully impact the 10° retentive insert, there was a persistent "gap" between the insert and the perform stem. On removal, it became apparent that the metal ring had shifted to the right. During the impaction procedure. What measures/actions were taken to complete the procedure? The surgeon changed the humeral stem (from a 4-short stem to a 4+-long stem) and the insert (from a 10° retentive ¾ 0 insert to a symmetrical retentive ¾ 0 insert)."